Event description:
The patient underwent a bilateral breast reduction and reconstruction procedure. At seven days post op, the patient returned to the doctor's office with a wound separation of 1-2 cm. Re-closure was performed in the office with a single suture.